Event description:
The customer reported the following via medwatch, "iabp failed, the balloon would not fill. An autofill failure was identified on the balloon pump. The charge nurse attempted to tighten the connections and fill the iabp x3 without success. Another rn went to get another iabp to switch it over while charge rn was trying to get the current one to work. Within seconds it alarmed v fib/ v tach. CPR was immediately started. Second iabp hooked up and pumping throughout the code. Patient expired. The pump was checked by our biomedical services and the drain port connection was completely disconnected from the system."

Manufacturer narrative:
As noted in the medwatch report, the site biomedical engineer observed that the drain port connection was completely disconnected from the system. This is an external connector that must be connected to the safety disk while the pump is being set up for patient use. The site does not utilize datascope service to maintain their pumps, and did not contact datascope when the incident occurred. Therefore, no additional information related to this event is available. Please note that the system 98xt operating instructions and help screen advise the user to verify that the drain tubing is connected to the drain port in the event that the iabp cannot fill the iab cathetr system automatically. The instructions also include an illustration and description of the drain port, and instructions to "visually inspect that the safety disk is properly sealed and that all pneumatic fittings are sound" during the sequence for establishing iabp.